Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart)" was confirmed based on the archive data review but was not confirmed during functional testing. The reported complaint that "the customer was unable to pull up the lifeband due to the driveshaft being stuck" was confirmed during functional testing. The root cause for the ua45 advisory message was due to the driveshaft not being at "home" position. The ua45 advisory message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, it was noticed that the encoder driveshaft was difficult to rotate and exhibited binding and resistance due to normal wear and tear of the platform. This might have caused the difficulty for the user to pull up the lifeband completely prior to turning the device on. The autopulse platform was manufactured in september 2014 and is 7 years old, has exceeded its expected service life of 5 years. Upon visual inspection, it was observed that the load plate cover was completely missing, and the bottom enclosure was noted scratched with missing screws. The observed physical damages were unrelated to the reported complaint and appeared to be the characteristics of harsh impact due to user mishandling/neglect. No documented report was found showing that annual preventative maintenance (pm) was performed since the device was acquired by the customer in 2014. The archive data review indicated multiple user advisory (ua) 45 advisory messages: thus, confirming the reported complaint. Further review of the archive data revealed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) advisory messages around the customer's reported event date, unrelated to the reported complaint. Functional testing failed as the autopulse platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up, unrelated to the reported complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization results confirmed that both load cell modules were over reported (defective), and they were replaced to remedy the fault. The missing load plate cover and the defective load cell module were attributed to user mishandling. During functional testing, the reported ua45 advisory message was not replicated. Further functional inspection revealed that the drivetrain motor brake assembly air gap was too wide, out of the specification (0.008" ± 0.001"). The brake gap could not be adjusted to within specification. It was also found that the conical tip of the two m3-.5 x 4mm set screws would not lock into the drivetrain motor shaft dimple locking well and caused the brake to disengage. The defective drivetrain motor assembly was replaced, and the clutch plate was deburred to address the brake gap issue as well as the customer's reported complaint. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart)" was confirmed based on the archive data review but was not confirmed during functional testing. The reported complaint that "the customer was unable to pull up the lifeband due to the driveshaft being stuck" was confirmed during functional testing. The root cause for the ua45 advisory message was due to the driveshaft not being at "home" position. The ua45 advisory message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, it was noticed that the encoder driveshaft was difficult to rotate and exhibited binding and resistance due to normal wear and tear of the platform. This might have caused the difficulty for the user to pull up the lifeband completely prior to turning the device on. The autopulse platform was manufactured in september 2014 and is 7 years old, has exceeded its expected service life of 5 years. Upon visual inspection, it was observed that the load plate cover was completely missing, and the bottom enclosure was noted scratched with missing screws. The observed physical damages were unrelated to the reported complaint and appeared to be the characteristics of harsh impact due to user mishandling/neglect. No documented report was found showing that annual preventative maintenance (pm) was performed since the device was acquired by the customer in 2014. The archive data review indicated multiple user advisory (ua) 45 advisory messages; thus, confirming the reported complaint. Further review of the archive data revealed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) advisory messages around the customer's reported event date, unrelated to the reported complaint. Functional testing failed as the autopulse platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up, unrelated to the reported complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization results confirmed that the load cell module 2 was over reported (defective), and it must be replaced to remedy the fault. The missing load plate cover and the defective load cell module were attributed to user mishandling. During functional testing, the reported ua45 advisory message was not replicated. Further functional inspection revealed that the drivetrain motor brake assembly air gap was too wide, out of the specification (0.008" ± 0.001"). The brake gap could not be adjusted to within specification. It was also found that the conical tip of the two m3-.5 x 4mm set screws would not lock into the drivetrain motor shaft dimple locking well and caused the brake to disengage. The defective drivetrain motor assembly including the clutch should be replaced to address the brake gap issue as well as the customer's reported complaint. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). The customer was unable to pull up the lifeband due to the driveshaft being stuck. No patient involvement.